Event description:
Incomplete delivery reported. The pump was reportedly set up for a variable program to give 8 phase doses with a base rate of 1.0ml/h. The container size was 750.0ml. Initial rate. 2-6p.m. At 1ml/h; phase 1, 6-8p.m. At 4ml/h; phase 2, 8-10p.m. At 7ml/h; phase 3, 10p.m.-2a.m. At 9ml/h; phase 4, 2-4a.m. At 7ml/h; phase 5, 4-6a.m. At 2ml/h; phase 6, 6-10a.m. At 2ml/h; phase 7, 10a.m.-2p.m. At 1ml/h; phase 8, 2p.m.-6p.m. At 2ml/h. The pump reportedly infused 249ml over seven days as expected; the remainder of the 750ml infusion was not completed. There is no pt info available from the customer, and no pt harm has been reported.